Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she had noticed symptom return. She had to start buying pads again. Patient stated the implantable neurostimulator (ins) was not working at present. It was noticed that therapy was on but situation not resolved. Patient can feel stim for a little while then it went away. Patient confirmed ins was still on. The change in symptom was considered gradual. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a returned of urinary issues which prompted her to start wearing panty liners again. Patient stated she was not feeling stimulation while therapy was on. It was noted that situation was not resolved. It was indicated that she had an x-ray but her stimulator was turned off. Patient was instructed to increase stimulation on program 1 from .7v to .9v and reported feeling stim in the correct area. It was also reported that she was trained under anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.